Event description:
It was reported that during the procedure for treatment of the severely calcified, totally occluded right popliteal/superficial femoral arteries, pre-dilatation was performed and a 5.0x150x135 absolute pro stent was deployed in the proximal superficial femoral artery via left retrograde femoral access. A 5.0x150x80 absolute pro ll stent delivery system (sds) was advanced distal to the previously deployed stent without resistance. An attempt was made to deploy the stent; however, the stent only partially deployed (5cm) and the thumbwheel would no longer turn. Images showed what appeared to be a fracture of the stent. Traction was placed on the device and the stent and the remainder of the stent deployed proximally. A 5.0x100x135 absolute pro stent was deployed to reinforce the fractured stent and bridge the gap. There was no adverse patient sequela and no clinically significant delay in the procedure. Heparin was given to the patient due to the issue with the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.